Manufacturer narrative:
Analysis of the pump (B)(4) revealed a low battery reset due to an undetermined cause. An attempt to program and run the pump during the internal decontamination process the pump reset again. Pump memory log showed the resets, low battery resets and voltage excursions. Static current drain was measured with original battery, the static current drain measured in spec. Battery resistance was tested and had a passing resistance of 234 ohms. Considering this passing resistance, the pump received full destructive analysis to confirm if any other fluid, electromechanical migration (ecm), or corrosion related anomaly resulting in a short could be found. None were found. Knowing the tendency for the high resistance anomaly to ¿come and go¿ and further analysis not showing any other severe anomaly, it was determined that the failure (reset-low battery) is consistent with a high resistance battery that caused the low battery reset. Hybrid was tested with a known good battery and both static and dynamic current drain measured in spec, hybrid function test passed.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10917r35, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal (lot # ds0078n03) 2000mcg/ml at a dose of 302.8mcg/day. The start date for the lioresal was (B)(6) 2015 and therapy was ongoing. Other medications that the patient was taking at the time of the event included lisinopril and ampyra. The patient had an allergy to hydromorphone. The pump's indication for use (IFU) was listed as multiple sclerosis, intractable spasticity and other spasticity. An alarm was heard and interrogation of the pump confirmed it was a low battery reset, safe state that occurred on (B)(6) 2015 at 14:06. The estimated residual volume was 33.4ml; the actual residual volume was not reported. On (B)(6) 2015, the patient was seen and the pump was reprogrammed. The patient was referred to the surgeon for pump replacement. It was noted that the patient did not experience any signs of withdrawal; however, did report ¿twitching¿ when taking oral baclofen. On (B)(6) 2015, the pump was replaced. The catheter was aspirated and a dye study performed ¿ there were no concerns with the catheter. The pump was programmed to deliver lioresal 2000mcg/ml at a dose of 125mcg/day.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
(B)(4) no longer applies to the event.: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received by the manufacturer representative indicated the pump was replaced on (B)(6) 2015 due to premature battery depletion. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.